Manufacturer narrative:
The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on april 21. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection during hospitalization. Customer experienced multiple blood glucose such as more than 300 mg/dl, 360 mg/dl and 112 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting, nausea and shivering. Customer reports they contacted their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that there was blood at site. Customer stated that the auto mode feature was actively on at the time of high blood glucose event. Customer declined to perform a carelink upload. Customer stated that the insulin pump failed the high performance test. Customer performed the test repeatedly and the insulin pump again failed the high performance test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. The insulin flow blocked alarm functioning properly. The motor was tested outside of the device and passed. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked select button keypad overlay, missing display window cover and minor scratched lcd window.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.